Event description:
The physician deployed a 3.0 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion located in the ostial rca with the presence of calcification. When the physician post dilated the stent after its implantation, it was reported that the stent fractured. Another endeavor resolute stent was used and implanted in the vessel. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval: method: film (x-ray, fluoroscopy, ivus, CT, MRI, etc). Eval: results: (pt lesion morphology at the site of the reported fracture), (stent deformation). Eval: conclusion: device failure/lack of effectiveness related to pt condition (pt lesion morphology at the site of the reported fracture). Eval summary: the device catheter was returned for eval; however, the stent was not present. There was no damage present on the balloon of the device that could have impacted the deployment of the stent. Cine image evaluation: procedural images confirm that the vessel was tortuous and calcified. Distortion of the stent post dilation was evident from the images and the deployment of another endeavor resolute stent was also visible; however, this was unsuccessful in bridging the distortion. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to united states distributed product (B)(4).